Event description:
Clarification: this was confirmed to be a duplicate report.

Manufacturer narrative:
B5: update. Associated medwatches: 400448614 (2916714-2019-00110); 400450717 ( 2916714-2019-00111); 400450718 ( 2916714-2019-00112)- duplicate; 400450719 ( 2916714-2019-00113) -duplicate; 400450725 (2916714-2019-00114) -duplicate.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with prestige graspers. The graspers were broken at the weld. The facility noted that this puts a strain on remaining instrument sets. There was no patient harm or intervention required. The incident occurred in surgery (to be confirmed). Additional information was not provided. Associated medwatches: 5 instruments reported separately.